Manufacturer narrative:
The catalog number identified is a hospira international product, which is same or similar to a device that is marketed domestically. The domestic similar list number is indicated. The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report 2 of 2 received from an international affiliate of a catheter detaching from the hub. The report reads: an abbocath t-20 was placed in a male patient's antecubital for antibiotic and other unspecified treatment. Reportedly, after the catheter was placed for an unknown amount of time, it was found severed. It was reported that the catheter could be recovered with a little incision at the puncture site. There were no reported adverse patient sequelae. Upon further query, the following information was provided: the customer had accessed the abbocath t with an unspecified intramuscular needle. Though requested, no additional information was provided.